Event description:
It was reported that bd insyte autoguard hub connector damaged. The following information was provided by the initial reporter: I was using a very common angiocath, the 20 g with pink hub, today and found the collar of the hub to be faulty. It would not connect correctly to a clave so I tried a second clave and then just the 10 cc saline syringe. None would connect tightly and leaked blood and saline. The issue being the pink hub, I had no choice but to discontinue the effort and start a new IV on the other arm. After inspection I could clearly see a defect in the collar as it was not flush across the opening but one side was bent downward. Please investigate. Injuries or adverse event: no.

Manufacturer narrative:
B3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information

Manufacturer narrative:
Investigation results: no photos or physical samples that display the reported condition were available for investigation. A device history record review was completed by our quality engineer team for provided material number 381434 and lot number 4305272. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. Based on the available information, an exact cause for this incident could not be identified.